Manufacturer narrative:
This report is submitted on february 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and discomfort due to the pinna being pushed out by the receiver stimulator which was sitting underneath the sound processor. Revision surgery to move the receiver stimulator more posterior was completed on (B)(6) 2017. The implanted device remains.